Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 450 mg/dl. The customer show the following symptoms of thirst and headache. After the troubleshooting was done, customer was advised to call once receives the clamp to run the high pressure test. The customer was advised that bent cannula and no delivery can be related to this matter. The customer understood.